Manufacturer narrative:
A review of the complaint history for sn ((B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface issue. A technical support specialist dialed into the server using remote desktop protocol (rdp) and ran an interface down query, which revealed that xml files were not processing, with a backlog of over five thousand files. To resolve the issue, the specialist restarted the bd pyxis external inbound processor service, which successfully addressed the problem, and also restarted the bd external messaging service. Following this, the xml files began processing and were cleared shortly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an interface issue, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.